Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while accessing / utlizing the "c" ring, it would not return into the harvesting cannula. She took the device out of the patient, re-inserted the "c" ring and returned the device back into the patient. Again, while accessing / utilizing the "c" ring, it would not return into the harvesting cannula. The jaws did not engage "c" ring. Device was set aside, and new device was opened to complete the case. No known procedural delay. No known patient harm/effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/19/2025. An investigation was conducted on 03/13/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed on the harvesting device. The c-ring was observed to be retracted. The blue toggle was manipulated to extend the c-ring. The c-ring was able to be extended. There were no visual defects observed on the intact c-ring. The toggle was manipulated to retract the c-ring. The c-ring was able to be retracted with no physical or visual difficulties observed. No visual defects were observed on the intact cannula. Based on the returned condition of the device as well as the evaluation results, the reported failure" mechanical problem- c-ring" was not confirmed, however the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000449047 history record review was completed. There was one ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a